Manufacturer narrative:
(B)(4). Are there any photos available? Potentially. The doctor has pictures of one of the cases where a rash occurred, just unsure if it was this specific patient. Please clarify what is meant by the rash spread to the rest of the body. Unsure. The doctor just informed me that the patient also had a rash on the rest of their body similar looking to the rash around the prineo. Date of procedure? (B)(6) 2020. Date of event/rash/hospitalization? Unsure. It was noted steroids were prescribed. Please provide type and dosage? Unsure. Was any other medical and or surgical intervention provided to address the issue? No. Please describe how was the adhesive was applied. It was applied just as prineo is intended to be applied. I observed the staff apply prineo on other patients and they apply it correctly. What prep was used prior to, during or after prineo use? Monocryl subcuticular stitch. Was a dressing placed over the incision? If so, what type of cover dressing used? Unsure. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Unsure. Is the patient hypersensitive to pressure sensitive adhesives? Unsure. Were any patch or sensitivity tests performed? Unsure. Patient demographics: initials / ID, gender, age or date of birth; bmi female. Patient pre-existing medical conditions (ie. Allergies, history of reactions) unsure. Does the patient use or exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails) unsure. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure?

Event description:
It was reported by the rep post operative after a total knee procedure the patient developed a rash around the incision. The rash spread to the rest of the patients body. The patient was admitted to the hospital and was treated with steriods and other unspecified treatments. Patients current condition is unknown.